Event description:
It was reported that the patient had an increase in seizures. The patient's generator was replaced. The generator has been received by livanova and product analysis is pending. No additional or relevant information has been received.

Event description:
Product analysis was completed for the generator. In the product analysis lab, the device output signal was monitored while the pulse generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The battery was at ifi = no condition. There were no performance or any other type of adverse conditions found with the pulse generator. No additional information has been received.